Event description:
The customer reported both monitors on swing arm are blank. No injuries were reported.

Manufacturer narrative:
The ge service rep replaced f3 fuse (fuse from hospital stock). The monitors were working normally.